Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿upstream occlusion¿ was not reproduced. The device was tested for upstream occlusion detection and upstream air test with passing results. A review of the event history log revealed multiple upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the upstream fluid lower sensor number was found out of range which is a potential cause of the reported issue. The ultrasonic will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.